Event description:
The package was not sealed properly, causing the product to fall out of the package. The product was not clinically used.

Manufacturer narrative:
The package was not sealed properly, causing the product to fall out of the package. The product was not clinically used. This event is being reported because the sterility of the product was compromised. Had the open seal not been detected, there is a chance that an unsterile device would have been introduced into the pt. The product was not returned for analysis. The device history record review revealed no anomalies during the mfg and sterilization process that can be associated with reported complaint. The parameters of the seal machine were found within specification. The exact cause of the failure reported by the customer could not be determined.